Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. Literature citation: liu y, wei wx, zeng y, ma j, yang j, shen b. Comparison of femoral bone mineral density changes around 3 common designs of cementless stems after total hip arthroplasty-a retrospective cohort study. Orthop surg. 2022 jun;14(6):1059-1070. Doi: 10.1111/os.13265. Epub 2022 apr 25. Pmid: (B)(4); pmcid: (B)(4). Objective/methods/study data: it was a retrospective cohort study followed patients underwent the total hip arthroplasty from january 2013 to december 2015. They were selected and followed from january 2013 to janaury 2020. Patients without osteoporosis underwent hip replacements with three aimed stems were included. Among the 138 patients included, 49 patients received the tri-lock stem, 44 patients received the corail stem, and 45 patients received the summit stem. The periprosthetic bmd changes evaluated by the dual energy x-ray absorptiometry (idxa) measurement according to the seven gruen zones was the primary outcome. The radiographic changes including spot welds, pedestal sign and grade of stress shielding was evaluated by the consecutive hip images. Einzel-bild-roentgen-analyzefemoral component analysis (ebra-fca) was used to measure the stem migration at 5 years postoperatively. Patient-reported outcomes (proms) and adverse events were assessed and compared in three groups. Finally, the subgroups for the periprosthetic bmd changes, radiological and clinical outcomes were made based on the age, gender and length of follow-up. The depuy pinnacle acetabular cup system was used for all participants. Bearing surface material is not discussed. The article notes that no case had progressive stem subsidence. The findings are radiological for the stems and no interventions are listed for the findings. Adverse event(s) and provided interventions: qty 5 cases of stress shielding for each implant: trilock, summit, and corail; qty 29 cases of spot welding (qty 19 in corail stem, unknown for summit and corail); qty 9 pedestals under tip (qty 5 trilock, qty 2 summit, qty 2 corail); qty 2 dislocations in corail group treated with closed reduction; reports of thigh pain/or leg pain (qty 14 in trilock, qty 9 in corail, qty 8 in summit) - all cases of thigh pain could alleviate after having a rest without medicine or other treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.